Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and the device was sterilized and released according to the product's acceptance criteria. A complaint history review was completed. The electronic complaint system was searched for lot 123779. There were no similar issues reported for this lot #. A review of the device labeling was completed. Endophthalmitis and decreased/impaired vision are identified in the labeling as known inherent risks of cataract/trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Endophthalmitis is an inherent risk of any ocular surgery and the etiology of the infection in this case is not known. Based on the results of the investigation, no quality product deficiency was identified. As reported- the facility's sterilizer was not working at the time, and the facility was "flashing all reusable surgical instruments." Based on the information received and the investigation findings, the facility¿s lack of a functioning sterilizer (at that time) likely contributed to the reported event. MFR# reference: (B)(4).

Event description:
It was reported that following uneventful right eye cataract plus trabecular micro bypass stent system procedure, the patient presented on post-op day one (1) with endophthalmitis associated with decreased visual acuity. Per report, the patient was referred to a specialist. The report noted that the facility's sterilizer was not working at the time, and the facility was "flashing all reusable surgical instruments." Additional information has been requested.